Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. Okb tested the standby current of returned meter, the result was 11.6 a. The criteria is <55 a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips(strip lot number:d6160615-1 ). The control solution tests for level low were 59/64 mg/dl, for level high were 247/246 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . 4. We tested the retain strips from our warehouse (same as patient's strip, lot number:d6160615-1 ). The control solution tests for level low were 68/68 mg/dl; for level high were 239/241 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 7:00am after the end user alleged higher than normal blood glucose results from his prodigy diabetes meter. The end user was incoherent and sweating. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the reading was 58 mg/dl. They also performed a blood glucose test with the prodigy meter and the result was 86 mg/dl. The end user received unknown IV fluids to assist in stabilizing his blood glucose level. No additional treatment or testing were warranted and there was no need for transport to the ER. No additional details were provided in regards to this medical event.